Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that the insulin pump buttons were hard to press. Customer's blood glucose level was unknown. Customer also stated that the rainbow effect on display screen. The device will not be returned for analysis.